Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient' battery is set at 8.8. Patient having new strong pain down both legs fore about a month. Patient's husband feels patient's back has just worsened in the last two years. Patient asked for programming help or other advice. Pt reported their hcp had retired and rep was no longer with the company. The reason for call was patient (pt) stated her stimulation is currently set at 8.7 and wanted to know how high she can go. Pt stated she was in a lot of pain the past few days. Pt stated she had been at this amplitude level "for years" pt stated she has not had her programming checked in "years". The patient was redirected to their healthcare provider to further address the issue. It was reported the patient had called back and stated they had met their manufacturer representative (rep) last week for reprogramming. Patient noted that the rep advised them to call after a week and let them know how the changes were helping. Patient stated that the new settings are not working. Patient noted they use the stimulator all the time but it's staying at 90% but now it's down to 70%. Patient repeated previously documented information that they didn't have the implant checked for years because they didn't know there was anyone that could help near them but it finally got to the point where they couldn't walk anymore and they were recharging the implant 3 times per day. Pt reported that there have been no other surgeries since implant. Pt added that patient and technical services (pats) called her already and she got in contact with a local rep who recalibrated the device on both programs. The pain is much better controlled now. Pt repeated that the doctor has retired, and she was desperate for some reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they worked with a manufacturer representative to start the stimulation as low as possible then bring it to a level that gives relief and only charge once a day.

Event description:
Additional information was received from the patient reporting that they had only met with a texas rep not their md they stated that they were so well equipped to solve their issues. They calibrated their stimulator, which had never been done since it was installed in 2021. They stated that it was gong to take time to figure out exactly the stimulation that will help them at the lowest stimulation. They only had to charge it once a day now. They stated that they were very pleased with their wonderful progress. They were eighty five, so they realized they were going to have some pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.